Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was noted on the liquid crystal display board, motherboard, interface board, radiofrequency board, motor, vibrator, and battery tube assembly during a visual inspection. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and sustained a crack to the liquid crystal display screen. The customer did not know the blood glucose reading. The customer stated that the insulin pump was exposed to moisture because she wore the device in her bra. The customer stated that the insulin pump had condensation in the screen. She stated that the insulin pump had fallen in the past. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.